Event description:
It was reported that after the pocket was closed during an implant procedure, unexplained loss of capture was noted on the right ven tricular lead. The physician waited ten minutes to see if it would resolve, however intermittent loss of capture was still present. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted the lead was damaged at implant. Concomitant product : 5086mri implantable pacing lead (B)(6) 2014. (B)(4).